Manufacturer narrative:
No product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device gave a bolus to a patient twice however later it was discovered by the head rn that the staff nurse made a programming error. There was no patient harm.